Event description:
It was reported that on an unknown date, following complications were observed post op: pain in hands/legs, swelling, nerve damage. On an unknown date the patient presented with cervical <(>&<)> lumbar radiculopathy, poly axonal neuropathy nerve damage on (B)(6)2003 the patient underwent spinal fusion surgery using rhbmp-2/acs. On (B)(6) 2003 the patient underwent an transforaminal lumbar interbody fusion procedure at l4-5, l5-s1, and exploration of fusion; on (B)(6) 2005 the patient underwent an unspecified procedure at c5-6. On an unknown date in 2006, the patient underwent a neck fusion surgery using rhbmp-2/acs. On (B)(6) 2006 the patient underwent surgery for hardware removal, exploration of fusion l4-5 <(>&<)> s1 with resection of osteophytic spurs and ectopic bone at l4-5 bilaterally. There was a large ectopic osteophytic bone spur at l4-5 on the left and a smaller one on the right. Pre/post op dx included ectopic bone formation on (B)(6) 2006 the patient presented with chronic pain on (B)(6) 2007 the patient presented for office visit and no retrograde ejaculation was noticed.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.